Manufacturer narrative:
No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the navigation system displayed a no input detected message while shutting down the system. Representative could replicate the issue on initial reboot but the issue was resolved on the second reboot. There was no patient present at the time of the issue.